Event description:
Boston scientific crm received info that this lead required repositioning due to loss of capture. While the physician was attempting to reposition the lead, it was observed that the lead tip appeared kinked about 1 cm from the tip. At that time, the physician elected to explant and replace the lead.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.